Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the implant stopped working and that the user was not able to hear anymore with the device. The user has been re-implanted on (B)(6) 2020. It was stated in the device explant report that the active electrode lead and the reference electrodes were severed during removal surgery, and that the implant housing was found damaged before device removal.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the implant stopped working and that the user was not able to hear anymore with the device. The user has been re-implanted on (B)(6) 2020 with a new device.